Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 6.7 mmol/l. Customer was able to clear the alarm and able to rewind the pump. Customer states that notification light stopped flashing immediately. Power error detected did not recur within a week of troubleshooting of previous occurrence. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with power error due to non-sleep anomaly software error. Device passed the displacement test, sleep current test and active current test.